Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
As reported by the ous affiliate, a chpv was revised seven weeks after being implanted. The customer reported it direct to (B)(6). The valve has been implanted on (B)(6) 2017 and has to be explanted while it was defective.

Manufacturer narrative:
Updated UDI : (B)(4). The valve was returned for evaluation. The position of the cam when valve was received was 30mmh2o. The valve was visually inspected: a hole was noted in the silicone housing between the valve mechanism and the outlet connector. The valve was hydrated and tested for programming; the valve passed the test. The valve was flushed; no occlusions were noted. The valve was leak tested and leaked from the hole in the silicone housing. The valve was reflux tested. The valve failed the test, it leaked from the hole in the silicone housing. The valve was pressure tested and failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: no biological debris was found. A review of manufacturing records found no discrepancies when the device was released to stock. The root cause for the failed reflux is due to the hole in the silicone housing. The root cause for the pressure problem is likely due to the hole in the silicone housing. The root cause of the hole found in the silicone house, could be due to a sharp or pointed object coming into contact with the silicone. As noted in the IFU silicone has a low cut and tear resistance.